Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery (hip revision), a piece of the white part of the head impactor has broken, no piece found in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the submitted device confirmed the femoral head impactor component is chipped. The overall condition of the femoral head impactor component suggests heavy usage. The femoral head impactor component is a replaceable component (200166000 repl tip femoral hd impactor) that should be changed after heavy usage. The root cause is attributed to heavy usage/impactions. Based on the determination of product wear out as the root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.